Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a rf ablation procedure, a burn was noted. The grounding pad was placed on the upper left arm and upon removal of the grounding pad, a burn was noted with the skin broken approximately 5 cm long and was green in color. Three additional circular burns were noted which were white in color. The burn was treated with flamazine and a bandage was applied.